Event description:
N/a.

Manufacturer narrative:
UDI : (B)(4). The valve returned is product code 82-3844 and not 82-3100 as first noted in the complaint: DHR - was not possible as the lot number was unknown failure analysis - the valve was visually inspected; the proximal connector was not returned with the valve as well as biological debris on the cam mechanism. The valve failed the test for programming; the cam mechanism did move during the programming process but not to the correct settings and would not go higher than 120mmh20. The valve was retested for programming and failed the test. The silicone housing was cut just after the valve casing and the cam mechanism was gently moved. The valve was dismantled and was examined under microscope at appropriate magnification: biological debris was found on the spring, on the spring pillar, on the ruby ball, on the seat of the ruby ball, on the cam mechanism and the base plate. The cam magnets passed the test. Root cause - the cause of failure for the problem reported by the customer was due to biological debris found on the spring, on the spring pillar, on the ruby ball, on the seat of the ruby ball, on the cam mechanism and the base plate.

Manufacturer narrative:
Attempts are being made to obtain additional information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported that after performing MRI to a patient with a hakim valve implanted, the surgeon tried to reprogram the valve and it was not successful; therefore, the valve was explanted.